Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that the casing on her onetouch delica lancing device was cracked/broken. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The cca was advised by the patient that the alleged issue began at an unspecified date and time. The patient stated that she takes insulin (unknown type and dosage) and on (B)(6) 2012 at around 10:00pm, took more food/drink in response to the reported issue. Four to five days after the alleged issue occurred, the patient claimed to have developed symptoms of "shaking and sweating" but denied receiving any treatment in response to the symptoms. The cca noted that there was no evidence of misuse. The reported issue was unresolved during the troubleshooting. Replacement product was sent to the patient. Although the patient denied receiving any medical treatment after the alleged issue occurred, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.